Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (b)(^) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient experienced vomiting while the cgm was reading 140 mg/dl. The family did not have a blood glucose meter. The parent gave pedialyte for dehydration and took the child to the emergency department (ed). There, the blood glucose reading was 900 mg/dl while the egv was 150 mg/dl. The patient was treated with fluids and insulin and sent home in 24 hours. The patient was stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. While the patient was vomiting, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ed, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.